Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07331. It was reported the patient experienced irritation located at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the anchors were buried deeper to address the issue.